Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg).

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer disconnected at the luer lock connection. Tandem technical support educated the customer that disconnecting at the luer lock is against labeling. Customer¿s blood glucose level was 131 mg/dl. Customer primed the tubing to address the issue and resumed insulin delivery.